Event description:
It was reported that a lead warning triggered on the right ventricular lead for a polarity switch. The lead showed multiple low impedance paces. The lead remains in use awaiting further consultation with the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.